Event description:
It was reported that it has been too slow to start up the system and no onsite icon wad displayed recently, and requested to check the system. Technical service engineer (tse) found error 310 and 40068 pointing to auxiliary video board (avp) have logged in recent logs. There was no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the auxiliary video board (avp) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was analyzed and found errors 40068 and 310. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.